Event description:
Eight days after a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred and the patient died. The patient presented emergently with a non st-elevation myocardial infarction. An angiogram showed a 70% ostial left main lesion with diffuse disease and calcification. The circumflex (cx) had a 99% ostial lesion, contiguous with distal left main disease beyond the ostium, supplying distal obtuse marginals and posterolateral branches and left -to right collaterals. A 6fr ebu 3.5 guiding catheter was cannulated to the left coronary artery after angiomax was administered and angiography was repeated. A 3.0 x 20 balloon was advanced to and inflated in the left main and cx lesions. Multiple attempts were made to pass a stent into this area, without success. Repeat balloon angioplasty was performed and the guide catheter and guidewire exchanges were performed but these maneuvers still did not provide adequate support to pass a stent into the lesions, therefore, a bmw wire was manipulated down the vessel to use a 3biddy3 wire. Utilizing this technique, a taxus express2 8.8% 3.5 x 32 mm drug eluting stent was successfully placed in the lesion and deployed treating the proximal left main to the proximal cx vessel. The patient experienced marked chest pain with each balloon inflation and the stent deployment. They did have some chest discomfort after the stent deployment, although the vessel was widely patent with timi 3 flow. It was suspected that this was due to adventitial stretch. Seven days later, the patient presented with chest discomfort and ischemic EKG changes, as well as hemodynamic instability requiring pressor support and they were found to have third-degree a-v block. It was confirmed there was an in-stent subacute thrombotic occlusion. A crosssail 3.5 x 20 mm balloon was positioned into occluded segment and several balloon inflations were administered. Flow was restored down the cx, however, thrombotic occlusion was seen in the distal branches and treated with small balloon inflations. The angiography of the lm/cx junction remained unsatisfactory and was treated with a vision 4.0 x 18 mm stent deployed at 16 atm for 30 seconds. This revealed patency in the stented segment of the lm/cx and brisk flow down some of the distal branches. As a segment of thrombotic occlusion was still present in one of the distal branches, the patient was to continue to receive heparin and eptifibatide. Clopidigrel therapy was to be continued. The patient had remained persistently hypotensive throughout the procedure, with systolic bp in the 50's despite neosynephrine IV drip at maximal dose, as well as IV dopamine. Due to peripheral vascular disease they were not a candidate for intra-aortic balloon pump placement. The patient was in ICU and was persistently hypotensive despite maximal pressor support. Neosynephrine was switched to levophed. Arterial blood gas demonstrated adequate oxygenation. Requested consultation from nephrology for possible dialysis in light of the patient's end stage renal disease and contrast dose. They were continued on pressors but then became unresponsive and seized, with systolic bp in the 40's by arterial line. Code was initiated, patient was intubated and CPR started. Continued high dose pressors but despite this they maintained bp only in the 40's and remained unresponsive. The family was called in and family member made it known that patient did not wish life support. After a long discussion it was decided to withdraw support and continue comfort management. The pressors were discontinued and the patient was taken off the ventilator. Their blood pressure and heart rate dropped and the patient expired.